Manufacturer narrative:
The actual device was evaluated. Visual inspection revealed no external damages. The device was able to obtain readings. The device was disassembled and no loose cabling or loose circuit board to circuit board interconnections observed. The led segments on the led digits did not illuminate on start up. The failed led segment on the instrument circuit board failed voltage inspection. A service history record review reveals that this unit was in the field for almost two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported one of the led bars for bpm is missing. No impact or consequences to patient was reported.